Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 465mg/dl, and she was treated with manual injections. The customer stated that she was thirsty and tired. The customer was connected from the insulin pump while staying at the emergency room. Troubleshooting was performed. The time and date were incorrect, but the settings and bolus history were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. Instructed the customer to remove the cannula, and it was not bent or occluded. Recommended the customer to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.